Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 310 (mg/dl). Customer indicated that infusion site will be changed and a correction bolus will be administered to address bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer stated that they tend to use novolog insulin in the pump cartridges for up to 5 days; however, the current pump cartridge has only been in use for less than 24 hours. Customer was reminded that novolog is indicated for use up to 72 hours and referred to their health care provider to discuss factors that may affect bg levels.